Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (compounded) (500 mcg/ml at 79.89 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient came in for a refill and when she interrogated the pump she noted a motor stall occurred "tuesday of this week" ((B)(6) 2021). She then stated the patient had a MRI on that date and time and did not have the pump status checked post MRI. Caller states the patient is asymptomatic and has not heard the pump alarming. Discussed telemetry state condition. The agent did have her re-interrogate the pump and the recovery had not occurred. They then discussed with the caller to wait another 20-30 minutes and re-check the pump status. Discussed if the pump does not show a motor stall recovery to call back. Discussed pump replacement if it is a unrecovered stall.